Event description:
The legs allegedly collapsed while the consumer was in the shower. No injury is alleged.

Manufacturer narrative:
Evaluation: (B)(4): the device was returned and inspected visually and functionally. Visually, there was an irregular/misshapen [typically round/circular] mounting hole used to connect the upper and lower leg braces to the bottom, center of the seat. In addition, after dismantling the legs from the seat, a fracture in the metal was noted on the inside of the lower leg section. Functionally, the four leg, snap buttons used for height adjustments were actuated and functioned properly.

Event description:
The legs allegedly collapsed while the consumer was in the shower. No injury is alleged.